Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their aligners suddenly stopped fitting and their gums started to bleed. They tried all of the support recommendations to improve overall fit and nothing worked. They visited their dentist who discouraged them from continuing treatment due to their gum health. At check in patient marked true to excessive bleeding, allergic reaction, inflammation, sensitivity and not fitting. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.